Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1. On (B)(6) 2019 the patient was re-admitted to the hospital with cardiac decompensation and mr was grade 2. The mitraclip was no longer attached to the anterior medial leaflet of the mitral valve. Mitral valve repair surgery was performed on (B)(6) 2019. An occluder was implanted in the left atrial appendage on (B)(6) 2019 and the condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history revealed no indication of a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A definitive cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.